Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient¿s implanted with neurostimulators. It was reported that the consumer¿s husband knew of four patients with manufacturer¿s implants that had mris and had an issue with them.